Event description:
During a distal radius procedure, the surgeon was drilling for the screws and the tip of the 2.0mm drill bit/qc/100mm broke off. Surgeon could not retrieve the tip and left it in the patient. Surgeon used a second drill bit in the same hole and broke the second drill bit. Surgeon thinks the second broke when it hit the first one. The second also could not be retrieved and was left in the patient. Surgeon used a third drill bit and completed the procedure. This is 1 report of 2 for the same event.

Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is not implanted. Investigation is ongoing, no conclusion can be drawn. Review of the manufacturing records will be requested.